Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 16, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and informed the caller that the replacement would come with updated software. They guided the caller on putting the pump into storage mode, returning the problematic pump via ups using a provided return box and pre-paid label, and advised that the pump should be returned within 10 days to avoid charges. The caller was also asked to input their pump settings and connect their cgm to the new pump. The customer acknowledged and understood all instructions.